Manufacturer narrative:
The subject device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based on the previous similar case, omsc surmised that the reported phenomenon attributed to the accidental damage of the pressure sensor on the main circuit board of the subject device. Also, the manufacturer of the pressure sensor had concluded previously that the accidental failure in the manufacturing process had been able to cause the damage of the pressure sensor and its incidence had be rare. Furthermore the manufacturer had already improved the manufacturing process to decrease the incidence of failure further. The damaged pressure sensor in this case was manufactured before the improvement. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the intra-cavity over-pressurization alarm occurred then the subject device was turned off and all leds of the indicators were turned off. The user cycled the power of the subject device, the issue was resolved. Olympus service operation repair center (sorc) checked the subject device and found that the reported issue was duplicated due to the failure of the main circuit board. There was no report of patient injury associated with the event.